Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The pt reported that the keypad buttons take several seconds to respond after pressing. She noted that the buttons still click when pressed. The pt stated that the keypad is worn but is intact. She denied exposing the pump to cleaning products, but stated that the pump is exposed to pool water and salt water.